Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding and clotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("e-belly"), tooth fracture ("my teeth have broke off."), hypoaesthesia ("numbness in my hands and feet"), tooth loss ("tooth loss") and migraine ("migraines"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, abdominal distension, tooth fracture, hypoaesthesia, tooth loss and migraine outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, hypoaesthesia, migraine, tooth fracture and tooth loss to be related to essure. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received- new reporter added. Case became incident. New events: e-belly, numbness in my hands and feet, tooth loss, heavy bleeding and clotting, migraines were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding and clotting') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("e-belly"), tooth fracture ("my teeth have broke off."), hypoaesthesia ("numbness in my hands and feet"), tooth loss ("tooth loss") and migraine ("migraines"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, abdominal distension, tooth fracture, hypoaesthesia, tooth loss and migraine outcome was unknown. The reporter considered abdominal distension, genital haemorrhage, hypoaesthesia, migraine, tooth fracture and tooth loss to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.